Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while trying to interrogate an implanted device the programmer displayed an error message indicating "incompatable software." Other programmers were tried with the same result. The device had been successfully interrogated previously at another location. Technical services suggested that the programmer previously used be tried. Additional information obtained through follow up indicated that the device was successfully interrogated with another programmer. The status of the programmer is unknown. No patient complications have been reported as a result of this event.